Event description:
It was reported that the patient received an alert for non-sustained ventricular lead noise. It was later determined that the ventricular lead had dislodged. After the lead was explanted, the pin into the header appears to have slipped and could be pulled in and out. There were no adverse intraoperative complications. Patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.